Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.